Event description:
It was reported that during removal of the catheter, it separated at the 10cm marking, with a portion remaining in the pt. The pt was taken to the or for removal. There were no pt complications.